Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow instructions. Reportedly, the operator did not perform a femoral angiogram prior to device deployment. The instructions for use (IFU) state under arterial site and puncture considerations and smc device placement to perform a femoral angiogram prior to deployment of the perclose proglide smc device to evaluate the femoral artery site for size, calcium deposits, and for disease or dissections of the arterial wall to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The other perclose proglide device is filed under a separate medwatch manufacturer report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. The visual inspection and functional testing of the returned device did not detect a quality deficiency. A femoral angiogram was not performed prior to device deployment as indicated in the instructions for use to evaluate the femoral artery site for size, calcium deposits, and for disease or dissections of the arterial wall to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. The operator did not perform a femoral angiogram prior to the closing procedure. Reportedly, a needle-to-cuff miss occurred. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.